Manufacturer narrative:
Additional information was received that the patient underwent lead revision due to lead migration.

Event description:
A report was received that the patient will undergo a revision due to unknown reason.

Event description:
A report was received that the patient will undergo a revision due to unknown reason.